Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies difficult coil detachment and premature coil detachment as potential complications associated with the use of the device.

Event description:
It was reported that after placement at the treatment site, an embolization coil could not be detached after multiple attempts. During withdrawal, the coil unexpectedly detached. The implant was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The proximal section of the pusher was undamaged and met specifications. The distal section (heater coil section) was burned, which is normal after the detachment activation process. The monofilament was as expected after the detachment activation process (mushroom shape). The v-grip detachment controller that was returned was found undamaged, and it was tested on a sample coil. The v-grip detached the sample coil. The implant coil was not returned for evaluation. Inspection of the monofilament indicates the implant separated due to normal detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that can produce the complaint reported.